Event description:
Right femoral iabp on 1:1 ratio. Iabp console alarmed. Balloon had ruptured. No visible blood was noted in the gas line or console. Iabp removed without difficulty. Pt maintained vital signs. No additional intervention was required.